Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: cath lab implant coordinator the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: during inflation, the balloons of the tr band could not be inflated. It was determined that the device leaked air; therefore, a second tr band was used and the procedure was complete. The patient was stable. There was no patient harm, bleeding or hematoma, and estimated blood loss was less than 250cc.